Event description:
It was reported that the patient was experiencing upset stomach and nausea when stimulation was on with inadequate stimulation. It was also stated that the patient was frequently charging the implantable pulse generator (ipg) and one of the spinal cord stimulator (scs) leads had high impedance. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) leads were replaced. The patient was doing well postoperatively with good coverage and the explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).